Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the complete lead was returned with the stylet still in the lumen. Visual inspection noted dried blood in the helix housing and the lead tip was bent. The helix was able to extend and retract within the laboratory setting. Analysis determined that the clinical observations were likely caused by handling damage which was slightly stretched.

Event description:
Boston scientific received information that during the implant procedure, it was noted when this right ventricular (rv) lead was removed from its sterile packaging that the helix was already extended. The physician attempted to retract the helix on the table without success. The rv lead was inserted into the introducer to be implanted; however, the helix was causing the lead to become stuck. The physician was concerned about the patient being injured with this rv lead and as a result, it was extracted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during the implant procedure, it was noted when this right ventricular (rv) lead was removed from its sterile packaging that the helix was already extended. The physician attempted to retract the helix on the table without success. The rv lead was inserted into the introducer to be implanted; however, the helix was causing the lead to become stuck. The physician was concerned about the patient being injured with this rv lead and as a result, it was extracted and replaced. No adverse patient effects were reported.